Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 20 mg/ml concentration and bupivacaine, 10 mg/ml concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that catheters would not aspirate- the hcp tied off the catheter and placed a new 8780 catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the manufacturer representative (rep). It was reported that the rep was unable to return catheter. The hcp tied it off per the manufacturer protocol and left in body, then placed the new ascenda catheter. The rep did not have the serial number of the old catheter. It had been verified with the hcp. No further complications were reported.